Event description:
The customer stated while they were performing an equipment validation on the quantum ii, abbott negative controls that were being run as patient samples generated reactive results just above the cutoff on the htlv I/ii eia. In addition, eight pt samples obtained from a reference lab that previously tested negative by biomerieux ifa, generated reactive results. This report is to document patient sample that generated a reactive absorbance result of 0.959 based on a cutoff of 0.439. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.